Manufacturer narrative:
The device was not returned for inspection. It is not clear that device caused event, but device may have caused or contributed to the event. The device performed according to specifications during the surgery.

Event description:
On (B) (6) 2010, the patient underwent a triple-level decompression using the baxano io-flex system. The patient was discharged on (B) (6) 2010. On (B) (6) 2010, the patient presented to the ER complaining of vague achiness extending into the anterior and lateral right thigh. The patient was prescribed pain medications and discharged home. On (B) (6) 2010, the patient presented back to the ER with worsening pain. A lumbar spine MRI was performed which revealed bilateral hematomas, right greater than left. No further intervention was performed, and the patient was discharged home.